Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that there was lead migration, a loss of therapy and a return of pain. There is a planed lead revision, however the date is unknown. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 21-jun-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the lead was dislodged/migrated leading to a loss of therapy. The rep noted the lead appeared to be broken at explant. When the medical doctor opened the lead anchor site, neither lead was held by sutures and pulled out easily. The medical doctor replaced both leads. The cause of the event was unknown. Additional information was received, it was reported the lead revision was completed on (B)(6) 2025. Both leads were explanted and new leads implanted. Both leads were easily removed without needing to cut any sutures. New leads were sutured down tightly to the fascia using bumpy anchors on leads to avoid future lead migration.

Manufacturer narrative:
Analysis information pli# 10 product ID# 977a260 analysis identified that the electrode was pulled out/off at the distal end of the lead; consistent with explant damage. Analysis information pli# 30 product ID# 977a260 analysis identified that the 0-6 conductors were broken in the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.